Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bristle part of brush head seems to start breaking its support at the back / works itself looser and looser, until after only a month or so it breaks through completely and falls out / bristle part has become completely detached / broken brush head [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that after a week or two of use with an oral-b rechargeable toothbrush, version unknown, the bristle part of the oral-b power oral care refills precision clean seemed to start breaking its support at the back. Then after the next few weeks or so, the bristle part worked itself looser and looser, until after only a month or so it broke through completely and fell out; bristle part became completely detached. The consumer stated that he had this problem with all four of the brush heads from his previous pack of brush heads, and it had just now happened with the first brush head out of a second pack of four that he bought. He described that he hadn't kept any of his older brush heads, but stated that he didn't remember seeing a pattern of holes in the back before; he explained that on the current brush heads, the bristle part was only held in place by three rather thin pieces of plastic rather than fixed into a solid back part. He reported that he was having to replace the heads after only a month or so, whereas previously they would last at least three months before the bristle got sufficiently worn to require a new head. The consumer has used oral-b electric toothbrushes for a number of years. No symptoms developed.